Event description:
It was reported that the patient had two beats of inhibited pacing that was picked up by an EKG. No noise could be created during isometrics and positional testing. X-rays revealed an externalized conductor. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.